Event description:
It was reported that: "the dr was unable to get the tibial insert to fully seat in the tibial baseplate. He then removed the insert, cleared soft tissues and suctioned the posterior portion of the baseplate. He then unsuccessfully tried to seat the insert again. He called for another insert and again suctioned the baseplate. He then inserted the new insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.